Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the key was not assigned and the user was unable to issue the medication. A technical support specialist (tss) checked myqlink (mql) and found that the key combo setup for key2 was not assigned. The tss checked and found that the user did not have access to assign medication. The tss contacted the customer and confirmed that the user was also not able to change access. The tss informed the customer regarding the required access to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the key had not been assigned. The customer was not able to issue the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.